Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 21075ui01 and complaint issue. In-house accuracy testing was completed with complaint lot number 21075ui01. Testing met validity and acceptance criteria and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect tsh reagent for lot 21075ui01 was identified.

Manufacturer narrative:
Section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for multiple samples. The following example data was provided: (B)(6) 2021, sid (B)(6), initial result = 0.6390 uiu/ml, repeat = 8.0710 uiu/ml. There were samples that were around 20 uiu/ml and when the patients were retested about a month later generated results around 70-80 uiu/ml. No impact to patient. Management was reported. No impact to patient management was reported.